Event description:
It was reported that a hydraulic lift pump would not hold weight. When lifting, the user's foot was caught on the hydraulic bar pinching his foot. The user went to the emergency room with a sprained foot.